Event description:
Technician stated that the bed would go into brake, but the brake would not hold.

Manufacturer narrative:
Technician found that the brake casters were bent at the stem. Technician replaced the casters to repair this bed.